Manufacturer narrative:
One vial of test strip lot 393935-12 containing >10 test strips was received for investigation. The test strips and vial showed no defects. The returned test strips were measured on reference meters with a high level control sample: control sample lot 455 699 00. Specified target range 2.6-3.2 inr (±11.5% around the lot specific target value of the complained test strip lot / control lot combination). Test 1: 3.1 inr. Test 2: 3.1 inr. Test 3: 3.0 inr. All inr values were within the specified target ranges, confirming the functionality of the complained coaguchek test strips. No error messages occurred. The returned customer material and retention material comply with the specification. Relevant retention test strips (lot 393935) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." This event occurred in (B)(6). Reporter occupation was lay user/patient.

Event description:
The initial reporter received questionable results from coaguchek xs meter serial number (B)(4) compared to a laboratory using an unknown reagent. At 9:25 am, the result from the meter was 19% quick. At 10.00 am, the result from the laboratory was 30 % quick. The therapeutic range was 25-35%.